Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 20.0 mg/ml at 3.802 mg/day. The indications for use were non-malignant back pain and chronic low back pain. The pump was received from a mortician's office.

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.